Event description:
It was reported that during an ileostomy takedown procedure, after the ileostomy was reversed, the device was fired and there was a leak at the anterior and the donuts were thin. A temporary ileostomy was reattached. Suture was used to complete the procedure. The patient is doing fine. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(6) 2011. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal ntlc75 blue load and distal asku transection? What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? No. Purse string was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Asku. When the device was fired, where was the indicator within the green zone/gap setting scale? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Complete donuts but thin on the anterior side. What is the patient's age and sex? Asku. Did a hcp other than the primary surgeon fire the instrument? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? No. Ileostomy takedown- female patient in the 60's or 70's. The device performed as expected although they didn't remember if it was a cdh25 or a cdh29. Tissue was placed as evenly as they could get it within the instrument as normal. They hand tightened the instrument, heard the crunch, did a half to three fourths turn and removed the stapler with everything working as expected. They noticed that the anterior sigmoid donut was thin and then during a leak test it was on the anterior wall that they had a leak. The surgeons and the staff do not always communicate to save the instruments after the case to allow us to send them in so there was no instrument to return. The patient is doing fine now and they did not have a date as to when the corrective surgery would be completed. Surgeon always fires the instrument themselves. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.